Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to vascular dissection and reoperation. (B)(4).

Event description:
On (B)(6) 2013, the patient was implanted with gore® tag® thoracic endoprostheses (proximal: tgt3415/10489531, distal: tgt3115/11098548) to treat a thoracic aortic dissection. The stentgrafts were implanted without issue. The patient tolerated the procedure. On date unknown, a follow up computed tomography (CT) revealed a new thoracic aortic dissection at distal edge which was the flare of tgt3115. On (B)(6) 2016, the patient was implanted with an additional conformable gore® tag® thoracic endoprosthesis to treat the dissection. The reintervention was concluded without issue. No further information is available.